Event description:
Customer reports testing blood glucose and getting normal reading. A short time later customer collapsed and was taken to the ER. Rec'd IV of d5 based on hosp lab readings which were inconsistent with that earlier obtained on own device. Customer claims that hosp ran controls and "they were not right, so they kept them." Possible expired controls or strips gave high results indicating strips had been exposed. Have not been given any info by customer or hosp as to statement that "controls were not right".

Manufacturer narrative:
Annual baseline submitted for strip catalog number 553 per FDA request on 01/29/1999.